Event description:
It was reported that surgeon was doing a revision for a dislocating/disassociating right hip. Surgeon removed liner which was disassociating from cup and while surgeon was implanting a new constrained liner, while using the liner impaction tool, the tool broke - a large portion of the impactor broke off and would no longer thread into the handle. Surgeon used the larger head impactor and completed the case without any delay or interruption.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was doing a revision for a dislocating/disassociating right hip. Surgeon removed liner which was disassociating from cup and while surgeon was implanting a new constrained liner, while using the liner impaction tool, the tool broke - a large portion of the impactor broke off and would no longer thread into the handle. Surgeon used the larger head impactor and completed the case without any delay or interruption.

Manufacturer narrative:
DHR indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. Chr indicated that there were no similar events for the reported lot. Visual inspection of returned device confirmed the event. A large shard of plastic fractured from device in region of threaded mating hole. Damage to device suggests mating impactor handle was not fully attached to subject device prior to impaction. Material analysis found no material or manufacturing defects on fracture surfaces examined. The investigation concluded that impactor tip damage was caused by user misuse. The impactor tip was not fully threaded on impactor handle before use.